Event description:
It was reported that the insulin pump experienced a weak signal. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.